Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer informed stryker depleted batteries in the device was the cause of the reported issue. Device functioned properly after installing fully charged batteries. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.